Manufacturer narrative:
This report is submitted on 18 february 2021.

Manufacturer narrative:
This report is submitted on january 22, 2021

Event description:
Per the clinic, the device was explanted (B)(6) 2020 because of an infection (site and treatment of the infection is unknown). It is unknown if there are plans to re-implant the patient with another device.